Event description:
It was reported that the sv02 reading was incorrect and that drift was observed. No pt complications were reported.

Manufacturer narrative:
Device has not been received for evaluation.